Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2017, product type lead, product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2017, product type lead, section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 22-nov-2020, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 31-oct-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). I the reason for call was patient stated that they have been having trouble with the stimulator a couple times since implant. Patient stated that it seems like it is uncontrollably shocking their system. Patient said that the pain is very intense and feels like an electric sensation that goes around their abdomen and into their back and hip. Patient mentioned that they turned the system off and it continued to do this, and has gone on to happen 3 times. Patient service specialist asked the patient when the first instance of the shocking occurred and patient said it was probably before thanksgiving, but they didn't remember the exact date. Patient noted that they first notified a medtronic rep via phone in february, and rep had them turn the stimulation off and eventually it stopped shocking them, but it took 3 or 4 days for the shocking to clear itself. Patient states that they saw the doctor this past monday and the doctor and rep looked at the ins and said it looked like there was an electrode that might have been malfunctioning or covered in scar tissue, so they reprogrammed it and circumvented the electrode so it wouldn't be used. Patient confirmed that they felt well enough that they could turn stim back on and that they should be good. However, around 11 pm tuesday night, patient started getting a tingling sensation like it was going to start having a problem again so they immediately shut stim off with the controller. By 3 am wednesday morning, the shocking had intensified and by 5 am the patient was in full on pain. Patient texted rep yesterday morning and was told to call patient services to report the issue. Patient reported that they are in so much pain and the pain coming into the abdomen is so intense that it had them screaming and crying in pain. The patient was redirected to their healthcare provider to further address the issue. Pt noted they didn't blame medtronic, but may end up having the system removed because the pain was so intense. Additional information was received; high impedance was reported; 20k on 0 and 5 electrode not being used. Patient was experiencing shocking, constant shocking even when stimulator is off and all settings to zero. Reprogrammed and high impedance electrodes avoided. Patient did not complain of issues in office until 2 days later. Troubleshooting consisted of impedance check and all settings set to zero. Cause not determined; ins in pocket issue. Patient was assessed by provider and rep assessed the system. Plan is to explant the system and rep has no additional information at this time as to when that will happen. Rep stated he was made aware of the ¿shocking¿ by the patient on (B)(6) 2024. He checked the device and could only see impedance issue, for which he submitted mpxr on 4/12 and identified the notified date as 4/10 in the same mpxr. Rep added that patient ¿claims¿ they are getting the shocking sensation at the pocket site, but it could not be replicated in the office. Rep even turned patient¿s device off, but patient still claimed of the shocking. Rep reported no additional information at this time. Hcp suggested to explant the scs because pt is also getting pump therapy. Date of explant is not determined yet. Rep said he will submit a follow up mpxr if he becomes aware of any additional information.